Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported missing the data graphs after they changed their adc freestyle libre sensor. On (B)(6) 2020, the customer experienced hypoglycemic symptoms described as abdominal cramps, pain. Diarrhea, and hypertension and was unable to treat themselves. The customer was diagnosed with hypoglycemia and received treatment by both non-hcp and hcp and had blood test and a transfusion. There was no report of death or permanent injury associated with this event.